Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, with continuous glucose monitoring showing a glucose value of 197 mg/dl; troubleshooting of insulin delivery showed the infusion site appeared dry without irritation, tubing was connected correctly. Customer care advised user to allow pump to bring blood glucose down. Investigation of this case revealed no confirmed device malfunction and no delivery obstruction based on user-performed checks. No clinical symptoms associated with elevated blood glucose reported. Outcomes included monitoring at home without clinical intervention or hospitalization. It was concluded that the cause of the hyperglycemia remained undetermined and the device functioned as expected based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.